Event description:
It was reported that the patient underwent a spinal surgery to revise an old posterior construct. During the removal of one of the pedicle screws, the tip of a removal driver broke off in the patient. All pieces of the broken driver were removed, and there were no patient complications.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during an unknown procedure, the seal of the cannula tore during insertion of an endo metz scissor. It is unknown how the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. The seal mechanism of the universal seal assembly was found to be in good condition. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery; however, this finding is not related with the incident reported. No seals torn or damaged were noted during evaluation. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.